Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00149 report on 19-jun-2020 for a falsely elevated atellica im enhanced estradiol (ee2) result. 25-jun-2020 - additional information: siemens has been informed of the following information: a2 - patient age: 53; d4 - ee2 reagent lot number: 061; d4 - date of expiration: 12-jun-2020; h4 - date of manufacture: 12-aug-2019. The patient has been diagnosed with estrogen receptor-positive advanced breast cancer. There was no change in the patient's medications due to the expected lower ee2 reported result to the physician(s). The original patient sample is not available for further testing by siemens. There have been no reports by other physicians of higher than expected ee2 results with other patients taking the medication examestane. Exemestane is an analog of androstenedione and not estradiol, cross-reactivity with estradiol is not expected. Siemens has performed some initial testing and did not observe interference from the medication exemestane. As an aromatase inhibitor, however, e2 levels should be very low in women receiving exemestane therapy and lc-ms analysis could be used to confirm the presence of exemestane or other aromatase inhibitors and to accurately quantify very low levels of e2 resulting from receiving aromatase therapy. Siemens continues to investigate. MDR 1219913-2020-00150 supplemental report 1 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR report on 19-jun-2020 for a falsely elevated atellica im enhanced estradiol (ee2) result and MDR supplemental report 1 on 17-jul-2020 for additional information. On (B)(6) 2020: additional information: the customer reported a high discordant patient result on the atellica im enhanced estradiol (ee2) assay. The physician questioned the reported result because it was unexpected based on the patient's clinical status. The patient was taking the medication examestane which is used to treat certain types of breast cancer in women after menopause and also used to help prevent cancer from returning. Exemestane is an aromatase inhibitor and e2 levels are expected to be very low in women receiving this therapy. Examestane is not listed in the atellica im ee2 instructions for use limitation (IFU) specificity table. The patient sample was requested for an internal investigation into the cause of high ee2 result but was not available. Quality control and other patient samples are not affected. The atellica im ee2 instructions for use (IFU) in the limitation section states the following: "with the advent of new steroid based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patients clinical history. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." A potential product issue has not been identified. In section h6, the health effect - clinical code, clinical impact code and the component code were added. The medical device problem code and the type of investigation codes remained the same. The investigation findings code and the investigation conclusions codes were revised. MDR 1219913-2020-00150 supplemental report 2 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated atellica im enhanced estradiol (ee2) results on a patient. Siemens is investigating and has requested further information. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00150 was filed for the same event.

Event description:
Discordant, falsely elevated atellica im enhanced estradiol (ee2) results were obtained on a patient and were questioned by the physician(s). The ee2 results were discordant as the physician(s) was expecting lower ee2 results post-surgery. There are no confirmed reports of adverse health consequences due to the discordant, falsely elevated atellica im enhanced estradiol (ee2) results.